Event description:
The consumer reported receiving a shock from the heating pad cord as she was plugging it in. She sought medical attention as she became dizzy and had blurred vision after the incident. The consumer reported she is feeling fine now. The instructions for proper use prohibit using the heating pad with an extension cord. The consumer also stated the cord of the unit was frayed prior to this incident.